Event description:
It has been reported to philips that the azurion 7 m12 experienced x-ray problems. The system was in clinical use at the time of the event. No harm has been reported. The user facility biomedical engineer identified the disconnection of the pedal on the ttcb board. The connector was unexpectedly torn off by the users. He managed to repair the connector by replacing the screw and fastened the cable using a plastic collar. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) contacted the customer remotely and confirmed x-ray problem. The rse found the disconnection of the pedal on the ttcb card. The connector was unexpectedly ripped off by users. To resolve this issue rse suggested the customer to repair the connector by replacing the screw and secure the cable with a plastic collar. After the repair, system was returned to use in good working order. The codes were updated based on the investigation outcome.